Event description:
It was reported by the customer "today I was in the process of installing an accucath. After visualizing the needle tip in the vein, and walking it in a bit, I was unable to advance the wire. Prior to insertion, I did advance it a bit and retract back into the needle without trouble. This was a hard stop of the wire, not a difficult to advance (vein wall, or other tissue) situation. This catheter would also not retract the needle with the button." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.